Event description:
A customer reported that they obtained readings of 6.5 mmol/l, 3.1 mmol/l and 1.1 mmol/l within a 10 min timeframe. When plotted on a parkes error grid the results fell in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment. The customer's product has been requested for investigation.

Manufacturer narrative:
This is an initial report. The customer's product has been requested for investigation. A final report will be submitted when the investigation is complete.